Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. Additional information from the endoscopy support specialist (ess) states the following was observed while at the customer¿s site for observation/in-service: an employee incorrectly loading the scope into oer-pro reprocessor, another employee placing scope in water while connected to the dry leak tester, then disconnecting scope from dry leak tester while in water. In addition, observed during reprocessing; no wiping down of the entire scope by all employees observed, no changing of detergent water between scopes, cleaning one scope and then placing a dirty scope in the same water with the clean scope. The ess continued to observe the same employee leaving a soiled gown from procedure on while handling clean scopes, not using gloves when handling clean scopes, hanging scopes in drying cabinet in a rough manner. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: it is presume that the staff of the user facility did not receive the following training sufficiently ·handling of device in accordance with IFU. ·reprocessing in accordance with IFU. IFU states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. DHR and confirmed that the subject device was shipped in accordance with specifications.

Manufacturer narrative:
There was no device malfunction reported. The device will not be returned for evaluation. The olympus ess discussed findings after observation with the customer, and the customer plans to implement corrective actions. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
While at the user facility for a repair reduction observation with the gastrointestinal staff, an olympus endoscopy support specialist (ess) found the customer was incorrectly reprocessing scopes and incorrectly loading scopes into oer-pro reprocessor. The ess stated the customer was not culturing scopes at that time. There was no patient injury or patient infection reported.